Event description:
The following info was reported by the customer's attorney: the customer's doctor prescribed the use of an insulin pump, with an infusion set. On february 14, 2009, customer (who lives in georgia) allegedly failed to receive the correct dose of insulin to manage his diabetic condition. He suffered dizziness and fainting which led to an automobile accident. He was hospitalized. As a result of alleged issues with his insulin pump and/or infusion set, he suffered damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.